Event description:
It was reported that difficulty deploying occurred, the procedure was prolonged and patient had a medical problem the target lesion was located in the subclavian artery. A 8.0x30x135cm express ld vascular stent was advanced for treatment. However, during procedure, it was noticed that the stent was stuck in the delivery shaft and could not be deployed. It lasted for quite a long time and so, the condition of the patient was not good. Due to this event, the stent and the delivery shaft were withdrawn. The physician estimated that the patient might not endure the prolonged procedure, so it was cancelled. The patient was stable. It was further reported that the patient has no visible symptoms, and the patient was still in good condition despite the prolonged procedure and upon cancelling the procedure. The patient condition was stable.

Event description:
It was reported that difficulty deploying occurred, the procedure was prolonged and patient had a medical problem the target lesion was located in the subclavian artery. A 8.0x30x135cm express ld vascular stent was advanced for treatment. However, during procedure, it was noticed that the stent was stuck in the delivery shaft and could not be deployed. It lasted for quite a long time and so, the condition of the patient was not good. Due to this event, the stent and the delivery shaft were withdrawn. The physician estimated that the patient might not endure the prolonged procedure, so it was cancelled. The patient was stable.

Event description:
It was reported that difficulty deploying occurred, the procedure was prolonged and patient had a medical problem. The target lesion was located in the subclavian artery. A 8.0x30x135cm express ld vascular stent was advanced for treatment. However, during procedure, it was noticed that the stent was stuck in the delivery shaft and could not be deployed. It lasted for quite a long time and so, the condition of the patient was not good. Due to this event, the stent and the delivery shaft were withdrawn. The physician estimated that the patient might not endure the prolonged procedure, so it was cancelled. The patient was stable. It was further reported that the patient has no visible symptoms, and the patient was still in good condition despite the prolonged procedure and upon cancelling the procedure. The patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: express-vascular ld, pmtd 8.0x30x135cm was returned for analysis. A visual examination noted no issues with the stent. It was positioned correctly between the 2 ro marker bands, the minimum distance between the crimped stent and the inside edges of both ro markers is 1 mm. The balloon folds under the stent were found to be tightly wrapped and had not been subjected to positive pressure, no balloon material was caught within the stent struts. A 6f introducer sheath and a 0.035 inches guidewire is required for use with this device. As part of the functional testing completed, this device was passed through a 6f introducer sheath and 0.035 inches guidewire with no issue. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied; the balloon was inflated with solution to its rate of burst pressure. The inflation device was verified at 12 atmospheres, before and after use with a calibrated pressure gauge. A vacuum was then pulled, and the device deflated within 5 seconds (timed) balloon material was found not to be opposing the stent. A visual examination of the expanded deployed stent found not issues. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No issues were noted with this device.